Manufacturer narrative:
Unit received with currents in specification. No unexpected failed battery. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stripped battery cap coin slot.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had failed battery alarm and battery cap cracked/damaged on insulin pump. The customer¿s blood glucose level was unknown. Customer stated that pump alarmed low battery less than 1 week. During the test, the pump alarmed failed batt test, patient was oriented that we will send her a new battery cap. The insulin pump will not be returned for analysis